Manufacturer narrative:
Updated b1 to indicate this was an adverse event no information was previously provided in this field.

Event description:
On (B)(6)2024 a patient underwent a thoracoscopic laac and pvi procedure. On (B)(6) 2024 a cerebral infarction occurred. While there is no directly stated cause or contribution from the atriclip device to the infarction, atricure is reporting this event out of an abundance of caution. There was no reported device malfunction, and the event was the result of a procedural complication.